Event description:
It was reported that the device was explanted and replaced due to pain near the device. It was noted that a "pop" was heard from the device 2-3 months prior to explant. The patient did well post procedure.

Manufacturer narrative:
(B)(4). The reported discomfort was not confirmed in the laboratory. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.